Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be identified or duplicated. The system was operating as intended.

Event description:
The customer reported that the system displayed a generator error message. This error message will cause the system to shut down. There is no report of pt injury associated with this event.